Event description:
A report was received that following the permanent implant the patient lost motor response on the right side. A drain was inserted to relieve the swelling. The patient's loss of motor skills improved and he regained full mobility. The patient was receiving adequate stimulation and was reportedly doing well.